Event description:
Knee infection. Info was received in 2002 from a rheumatologist regarding a pt with a history of osteoarthritis and diabetes. The pt received three synvisc injections, the last of which was administered in 2002. That same day, the pt experienced a "severe" knee effusion and pain in the injected knee. The next day, the symptoms persisted and the pt was subsequently hospitalized, the affected knee was aspirated three times. The first synovial fluid analysis revealed an initial wbc of 22,000/mm3 and was positive for streptococcus oralis, although cultures were negative. The symptoms were treated with nafcillin sodium and nonsteroidal anti-inflammatory drugs (nsaid's). The pt's last synovial wbc was 200/mm3 and all culture results were negative. The reporter stated the pt continues to experience a moderate effusion of the affected knee. A quality assurance (qa) review of product release data, including intermediate product from both us and canadian facilities, was performed and the results did not indicate any abnormal trends that could be associated with a product complaint. 05/2002: nafcillin sodium and nsaid's, per hcp.